Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that as a result of unrelated medical issues the patient had stopped charging the implant and it went dead. The implant was found to be in overdischarge and when interrogated with the clinician programmer it displayed a message that there was no response from the implant. The doctor had plans to replace the implant. The indication for use was non-malignant pain. No patient symptoms reported.